Event description:
During a laparoscopic hysterectomy, the pt received an electrical shock. The handpiece and scissors tip were withdrawn from the pt. The heat shrink tubing of the scissors tip was damaged. The instruments were replaced and this lengthened the surgery.

Manufacturer narrative:
The handpiece was made available later on and this customer complaint was re-opened for an investigation. The investigation found that the o-ring on the returned handpiece was damaged, the index knob and shaft do not rotate, and the handle movement was difficult. A new tip was attached to the returned handpiece to perform an open and close movement, which passed. The handpiece passed an electrical hipot test. The entire shaft passed a high voltage test, however, an insulation fault was found at the thumbwheel junction. The condition of the handpiece is consistent with heavy use over a long period of time. The damage to the returned tip is consistent with the o-ring damage on the returned handpiece. No issues were found on the device history record.